Manufacturer narrative:
A service engineer (se) inspected the device and found that the unit was operating on battery while the power cord was plugged in. The se reseated the power cord to correct the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was operating on battery while plugged in. It was additionally reported that the unit became inoperable and was in a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.